Event description:
Reportedly during (B)(6) 2011 follow-up, the physician observed that a warning was displayed stating that the device reset for the second time on (B)(6) 2011. The physician asked for the root cause of the reset.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the unites states. Analysis is pending.